Event description:
Allergan received a report of a patient who was treated to the abdomen and flanks using the coolsculpting elite system, applicator c150. During the treatment, the patient expressed pain in one area on her lower right abdomen. During the massage, the patient stated her pain was worse. The patient later called the provider stating the pain has persisted and that she had forgotten she had a hernia repair several years prior and is worried that this may have affected the area. The provider asked the patient prior to treatment of the patients medical history which asked if the patient had a previous hernia/hernia repair which the patient had stated she did not. The provider asked why she did not disclose this before treatment and the patient stated she had forgotten. The provider is concerned that there is a re-herniation and has advised the patient to go to the ER, but the patient is flying home to california friday and wants to wait. The patient has not gone to a doctor for a diagnosis, or to the hospital.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
The following information is in the coolsculpting user manual: coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures; and only vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. In this case, the applicator was not placed directly over the hernia site, but below and adjacent to it. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated to the abdomen and flanks using the coolsculpting elite system, applicator c150. During the treatment, the patient expressed pain in one area on her lower right abdomen. During the massage, the patient stated her pain was worse. The patient later called the provider stating the pain has persisted and that she had forgotten she had a hernia repair several years prior and is worried that this may have affected the area. The provider asked the patient prior to treatment of the patients medical history which asked if the patient had a previous hernia/hernia repair which the patient had stated she did not. The provider asked why she did not disclose this before treatment and the patient stated she had forgotten. The provider is concerned that there is a re-herniation and has advised the patient to go to the ER, but the patient is flying home to california friday and wants to wait. The patient has not gone to a doctor for a diagnosis, or to the hospital.

Manufacturer narrative:
Corrected data: d1, d4, d8, g1, g4.

Event description:
Allergan received a report of a patient who was treated to the abdomen and flanks using the coolsculpting elite system, applicator c150. During the treatment, the patient expressed pain in one area on her lower right abdomen. During the massage, the patient stated her pain was worse. The patient later called the provider stating the pain has persisted and that she had forgotten she had a hernia repair several years prior and is worried that this may have affected the area. The provider asked the patient prior to treatment of the patients medical history which asked if the patient had a previous hernia/hernia repair which the patient had stated she did not. The provider asked why she did not disclose this before treatment and the patient stated she had forgotten. The provider is concerned that there is a re-herniation and has advised the patient to go to the ER, but the patient is flying home to california friday and wants to wait. The patient has not gone to a doctor for a diagnosis, or to the hospital.